Manufacturer narrative:
After battery installation, the down keypad button was not working. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure alert after performing self test. Customer¿s blood glucose was unknown. Customer stated that buttons were not working on insulin pump and especially left arrow was unresponsive on every other day but button are responding now. Insulin pump will be returned for analysis.